Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call, the insulin pump was missing segments of the led screen. Customer is unable to read the screen. Customer's blood glucose was unknown. Customer's father agreed to return the device for analysis.